Manufacturer narrative:
Concomitant medical products: 4469, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with intermittent oversensing and noise of the right ventricular (rv) lead causing inappropriate inhibition of rv pacing. The rv lead currently remains in use. No patient complications have been reported as a result of this event.